Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge with the potential for forward firing. The distal circumferential fracture likely occurred due to tissue adhesion found on the metal cap surface. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.

Event description:
It was reported that error 171 occurred with the fiber; therefore, the fiber was replaced, and the procedure completed with another fiber. There was no patient outcome reported. The fiber was returned and analysis found the fiber exhibited a distal circumferential fracture. The potential for forward firing exists.